Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure via sfa lesion, the drug coated balloon was allegedly twisted upon inflation. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure via sfa lesion, the drug coated balloon was allegedly twisted upon inflation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. One image was reviewed. One x-ray image of the left upper leg is evaluated. An angioplasty balloon is seen inflated within an extensive length of the superficial femoral artery. The balloon appears appropriately inflated besides a small area proximally that is twisted. The report describes an event in which an angioplasty balloon was utilized in the left superficial femoral artery but experienced twisting. This is confirmed by the provided imaging. Therefore, based on the image review, the reported balloon twist and inflation issue can be confirmed. Therefore the investigation for the reported balloon twist and inflation issue was confirmed based on the provided radiographic image and can able to observe all the reported anomalies within the image. A definitive root cause for the reported balloon twist and inflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.